Event description:
Patient presented to the physician with ongoing neck and jaw pain localized to the area of the stimulation cuff since the implant procedure. Physician referred the patient to physical therapy with no improvement. Physician will re-evaluate the patient.

Event description:
Patient presented back to the physician with continued neck pain and a limited range of motion, noting they were unable to turn to the right. Physician prescribed anti-inflammatory medication.